Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. Model 3grx-cg, serial number/date code (B)(4) is approximately 1 year and 2 months old. The owner's manual part number 1143151 rev h (jul-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The user alleged no injury. The user alleged malfunction; there was grease leaking from the tilt actuator. There is no allegation that the user was stranded in the device. There is a potential for user being stranded and fall injury. The dealer issued a replacement number for the part. Evaluation and investigation by invacare on the return of the part.

Event description:
Customer alleged tilt actuator is leaking grease. No injury alleged.